Manufacturer narrative:
The power adapter cable was returned for analysis. External visual inspection revealed sparking to power adapter cable and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event was confirmed.

Event description:
The patient reported the reading took but instead of sending, it shut off. When the patient disconnected and reconnected the cord to the unit, the patient noticed the back of the unit sparked. The patient was not injured and a replacement unit was issued.